Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet with a dexcom g7 continuous glucose monitor (cgm) experienced hyperglycemia, with a highest cgm reading of 245 mg/dl over approximately four hours, after intentionally taking less insulin than usual for breakfast; the infusion set was a teflon infusion set placed in the abdomen, and glucose values were trending down to 214 mg/dl at the time of contact. Symptoms included elevated blood glucose without reported acute clinical sequelae. Outcomes included self-management at home with no medical intervention or hospitalization. Investigation included customer care troubleshooting and education regarding appropriate meal announcements and accurate meal size entry. Investigation of this case revealed user error related to incorrect meal announcement and underestimation of insulin needs, with no evidence of pump or sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not consistent with intended use.